Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of neuro-tip damaged was confirmed. During svc the device failed the visual assessment. If additional info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that svc was required for the device. During svc neruo-tip damaged was noted. It is known the device was not used in surgery. It is known injury or medical intervention did not occur. There was no additional info provided.